Event description:
It was reported in a marketing survey from (B)(6) that the battery design of powertool devices could be improved as the device rolled off services and work surfaces and broke. It was further reported that the lid of the power tool devices were prone to jamming. It was not reported if the devices were used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The catalog number and the serial/lot number were unknown. Therefore, common device name, device product code, 510k number and device manufacture date were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.